Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm device placement, and implanting a damaged neurostimulator have been ruled out as potential causes. Additionally, the patient does not have any contraindicating conditions and the patient did not experience a fall or accident. However, the physician believes that the neurostimulator uncoiled and caused the erosion. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to inadequate fixation as the neurostimulator uncoiled and caused the erosion (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issue. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported that a wire was protruding from their skin. An explant procedure was performed on (B)(6) 2024. The patient is doing fine after the explant procedure.